Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had unknown issue that cause serious injury to the patient and needed a medical intervention.